Event description:
Pt presented to ed with acute onset of cruching sternal chest pain with radiation to the right axilla and a little bit into the neck. EKG consist with an acute myocardial infaraction with acute coronary syndrome. Coronary angioplasty performed. In placement of the perclose device, it was unable to be extracted after deployment of the suture. The perclose device broke and the entire catheter was left in the artery itself, in addition to, a portion of the device and suture device itself. The pt was taken emergently to the o.r. And the catheter itself was dislodged and was proximal and had to be removed using a fogarty catheter. The fogarty catheter was used to pass this proximally and inflated the balloon and pulled it distally and the device was retrieved. The artery also was thrombosed and quite severely injured over 1cm segment which was resected and then repaired with the reverse segment of saphenous vein.